Manufacturer narrative:
(B)(4).

Event description:
It was reported that a piece of plastic became stuck in the end of the burr. A 1.50mm rotalink burr was selected for the procedure. The burr was removed from the package and when they went to platform, outside of the patient, it was noted that there was a piece of plastic that was stuck to the end of the burr. The device was not used, the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual examination of the complaint catheter unit was carried out. It was noted that plastic was attached to the distal coil and burr. A microscopical examination of the catheter device was carried out and it was noted that the burr was encased and twisted in what appeared to be a partial guide catheter. It is probable that the guide catheter was not the correct size guide catheter for the 1.50mm burr, and when the burr was rotated within the guide catheter, the rotations caused the burr to heat and subsequently melt the plastic. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a piece of plastic became stuck in the end of the burr. A 1.50mm rotalink burr was selected for the procedure. The burr was removed from the package and when they went to platform, outside of the patient, it was noted that there was a piece of plastic that was stuck to the end of the burr. The device was not used, the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is fine.